Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was severely worn and the coating of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad and the coating of the probe were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; *do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a pancreaticoduodenectomy, two thunderbeat devices were used. The tissue pad of the first device was separated two hours after the procedure started. Moreover, the tissue pad was severely worn. The doctor exchanged it with a second one, but the tissue pad was severely worn again. The intended procedure was completed with a third one. There was no patient injury reported. As the result of evaluation on feburary 1, 2018, the tissue pad of the first device was not separated, but severely worn. Also, the probe coating was missing. This is the report regarding the severely worn tissue pad and the missing of the probe coating for the first device.